Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device indicated that an anterior cuff miss occurred during the needle deployment as evidenced by the anterior cuff remaining in the foot pocket. The anterior cuff miss would result in a failure to retrieve the suture during the needle plunger retraction as reported. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Possible contributing factors for the anterior cuff miss included, but are not limited to manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. The needle trajectory of every device is verified during manufacturing. During testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The anterior cuff successfully captured the needle during the plunger insertion. There were no challenging anatomical conditions reported, which could have caused the anterior needle to deflect. There was no definitive evidence in the evaluation of the returned device to suggest that the device was twisted or rotated or the device was not at an approximate 45-degree angle during needle deployment, which could have contributed to the anterior cuff miss. Based on the manufacturing inspection criteria and successful testing of the device needle trajectory, the probable cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected. Review of the device history record for this lot did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specifications. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a 6fr arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a fibroid embolization procedure. Reportedly, when the needle plunger was removed no suture was attached to the needles. The device was removed and hemostasis was achieved using a second perclose proglide device. There were no reported adverse patient sequelae. There was no reported clinically significant delay to the procedure. The physician is reported to be in-training in the use of the perclose proglide device. No additional information was provided.